Event description:
A doctor was injecting local anesthesia prior to placing ports for laparoscopy, then withdrew needle from port. Doctor thought needle was on syringe, but it was not. X-ray, inter-operative ultrasound and c-arm requested. Needle located with c-arm. Removed in separate procedure by another doctor while pt still asleep. Turned pt supine, pressure area noted left flank area of flank roll. Bacitracin to area with small blisters. Needle found in abdominal cavity just under liver.